Event description:
A falsely elevated prothrombin time (pt) result was reported on an extremely lipemic patient sample. The result was reported to the physician. A new sample (non-lipemic) drawn the next day was tested and normal results were obtained. The patient was treated on the basis of the falsely elevated pt result. Vitamin k was administered. There is no report of adverse outcome to patients as a result of the falsely elevated pt result or treatment.

Manufacturer narrative:
The cause of the falsely elevated pt result reporting was operator error. The account did not follow instructions for use directions by reporting a result with an error code err32 ,"no coagulation", as greater than reportable range on the grossly lipemic sample without thorough investigation. The innovin reagent instructions for use mentions limitations of use of lipemic samples. The instrument is performing within specifications. No further evaluation of the device is required.